Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that on the same date as implant, two episodes were recorded within this devices history. A technical service data analysis confirmed one one-sustained episode and a subsequent episode, which did resulted in a single inappropriate shock. Both episodes were initiated due to system oversensing which could have resulted from air entrapment, during the implant procedure. At this time, no intervention has been performed and the patient released; no resulting adverse effects were reported.